Event description:
It was reported that the pump displayed a ¿system failure: force sensor bridge test¿ error. There was no reported patient involvement and harm.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the pump displayed a ¿system failure: force sensor bridge test¿ error. Complaint confirmed by turning on the pump. It is verified that the force sensor bgnd test error pops up during the self-test. The device is repaired by replacing the main board, plunger pcb, plunger cable and force sensor. Replaced the interconnect board because it failed to change the serial number. The pump is calibrated and greased and reset to standard configuration. The main cause of customers¿ complaints was the faulty main board and plunger pcb, plunger cable and force sensor. After installing and replacing the parts, the pump passed all the testing and is fully operational. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.